Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was 91 mg/dl. He was advised to disconnect from the insulin pump and revert to back up plan. The product will be returned. Nothing further to report.